Event description:
The service rep reported that the ventilator did not meet a specification. The battery low led was always on, even when a new battery was connected. There was no pt involvement at all.